Manufacturer narrative:
DHR review: the device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Technical review and physical evaluation: during evaluation of the device the reported event was confirmed as the cable was damaged. The control bar and some screws were damaged. The needle bearing was defective, the unit was out of calibration and needed to be upgraded. The motor, switch, cord, control bar, needle bearing, screws, shaft bearings, sleeve bearings, and thickness control shaft were all replaced. The device was tested and calibrated to specifications. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the reported event was confirmed. Repair included replacement of the defective components. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Based on the information provided, this investigation determined that there is no need for further action (ie/CAPA/scar/hhe/d) at this time.

Event description:
No additional consequences have been reported as a result of this malfunction.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up / final report will be submitted.

Event description:
It was reported that the dermatome power lead was worn and damaged; wires were exposed. Device has been taken out of circulation. There was no patient involvement. There was no harm, no delay, and no medical intervention. No adverse events were reported as a result of this malfunction.